Manufacturer narrative:
Cerner distributed a priority review flash notification on (B)(6) 2011 to all potentially impacted client sites. The notification reminds clients of the steps necessary to maintain current drug interaction content in their environments. Cerner corp considers this issue to be resolved and no further narrative is required for f/u.

Event description:
The issue involves the cerner pharmnet inpatient software and only affects one client site where published drug interaction content in the client's production environment was not current. As a result, an adverse drug interaction alert did not display in the pharmnet software. This was not a defect in the pharmnet solution, but rather was caused by a failure of the client site to ensure the most current version of the published drug interaction content was referenced to provide pertinent alerts to the end users of the pharmnet software. Center has received communication of one adverse pt event involving a drug interaction for which an alert did not fire within the pharmnet software. The client reported that the pt later died. It is not clear if the pt's death was related to the drug interaction alert not firing.